Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited false elective replacement indicator alerts during a routine device check. The alerts were caused by electromagnetic interference from a surgery in (B)(6) 2018. A device download was performed successfully to clear the alerts. There were no patient symptoms.